Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a midwest e 1:5 ca overheated during use and may have burned a patient. The customer has five handpieces and is not sure which one burned a patient.